Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-4500 meniscal cinch¿, batch 15116180, was received for evaluation. Visual inspection: the device arrived with trocar #1 and #2, along with detached sutures and the implant. Functional testing: testing was not performed because the sutures and implant were detached from the device. Root cause analysis: the most likely cause of failure is attributed to misuse, such as prying or leveraging the device during use. The complaint allegation is not confirmed; functional testing cannot be performed, and therefore, the allegation that ¿the suture could not be tightened¿ cannot be conclusively confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th september 2025, it was reported by an arthrex employee via email that for an ar-4500, meniscal cinch¿, the suture could not be tightened. This was detected during use in an injury of the meniscus in the left knee joint and patellar dislocation surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-4500 was used. There was no patient harm and no secondary procedure needed. Ar-4515 was used as cutter/knot pusher.